Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. On device interrogation it was noted that the right atrial (ra) lead exhibited suspected intermittent over and under-sensing during recorded episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.